Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported by a surgeon that upon inspection and prior to implantation, a mentor memorygel breast implant 300cc (serial # (B)(4), catalog # 3503001bc) was observed to have foreign material inside the thermoform. The foreign material was described as three hairs on the implant that are visible through the sterile tub. The surgeon opted to use alternate implants that were available. The implant did not make contact with the patient, and no additional procedure was required.

Manufacturer narrative:
On 3/16/2021, follow ups have been performed with no clear clarification to which product complaint the additional devices belong to. An additional claim has been created (B)(4) to capture the additional lot numbers received for this complaint. If additional information is received, this complaint file will be re-assessed. The device that was originally reported in this complaint and received on 1/12/2021 will be analyzed in this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/12/2021, mentor conducted a visual inspection of the returned device. The product was received in the sealed thermoform. During the visual analysis of the returned device, the fibers can be observed on the shell. Additional evaluation of the unit was performed, the device was removed from the inner thermoform, and the fibers were observed resting within the sealed inner thermoform and laying on the device. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On 4/26/2021, upon visual evaluation of the image provided in the complaint, the implant can be observed inside to thermoform and, some fibers, like hairs are inside the package. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through mentor¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that it was erroneously omitted to report (in the initial report submitted on (B)(6) 2020 that a photo of the device was obtained on (B)(6) 2020. Manufacturer¿s reference number: (B)(4). A photo of the device was obtained on (B)(6) 2020